Manufacturer narrative:
The devices were not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. The reported patient effects of atrial fibrillation, unchanged mitral regurgitation (mr), sepsis, hemorrhage and heart failure are likely related to procedural circumstance. Additionally, the reported recurrent mr is likely an outcome of slda. The reported patient effects of atrial fibrillation, mr, sepsis, hemorrhage and heart failure as listed in the mitraclip system instructions for use (IFU), are known possible complication associated with mitraclip procedures. Lastly, additional therapy/non-surgical treatment (blood transfusion, and additional mitral clip procedure), major surgery and hospitalization are a result of case specific circumstances as documented within the research article. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article title: right ventricular evaluation to improve survival outcome in patients with severe functional mitral regurgitation and advanced heart failure undergoing mitraclip therapy.

Event description:
This is filed to report atrial fibrillation, recurrent mitral regurgitation, unchanged mitral regurgitation, sepsis, hemorrhage, heart failure, prolonged hospitalization, surgical and medical intervention. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: atrial fibrillation, recurrent mitral regurgitation, unchanged mitral regurgitation , sepsis, hemorrhage, heart failure, prolonged hospitalization, surgical and medical intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled, right ventricular evaluation to improve survival outcome in patients with severe functional mitral regurgitation and advanced heart failure undergoing mitraclip therapy.¿ no additional information was provided.